Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument was difficult to open and unload. The hospital has reported no patient injury occurred.

Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.